Event description:
It was reported that a patient's generator battery was depleted only 18 months after implant. Programming history was not available, so a battery life estimation could not be performed. The patient had generator replacement surgery due to premature battery depletion. The generator was received, but analysis has not been approved to date. The device history record of the generator showed no non-conformances. The generator was laser-routed. No further relevant information has been received to date.

Event description:
Analysis was approved on the generator. The generator was interrogated and was at end of service and had pulse disabled itself. The printed circuit board assembly (pcba) was subjected to electrical tests, and results showed that the pcba failed several electrical tests relating to the supply current. Contaminates were identified on the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, another electrical test was performed, and the results were within normal limits. Remaining residual material on the pcba edge during the manufacturing process resulted in increased current consumption for both standby and pulsing modes of operation, and may have been the contributing factor for the reported premature eol.